Manufacturer narrative:
Product event summary #pli 10 shocking: evaluation determined that standard investigation is needed because it was reported that a report of having electric shock. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes shocking. Pli 10 too high evaluation determined that standard investigation is needed because it was reported that patient believed that setting was 7.00 high. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because standard investigation determined that no device, packaging, quality or design issues occurred. Supporting event information used to make this determination includes after they lowered it down by 1 point the pain decreased. Pli 20: evaluation determined that standard investigation is needed because it was reported that a report of seeing the replace the pp batteries screen. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because standard investigation determined that no device, packaging, quality or design issues occurred. Supporting event information used to make this determination includes put new batteries in and it worked. : concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no trauma/falls reported that could be related to this issue. The patient experienced "pain, the day after the implant and the pain returned "for about the past week" the patient stated that when he was implanted "they set her at 9 and then the next day they had pain so they lowered it down to 8 and it went away and then all the sudden the pain was back for about the past week. The patient could not see the screen very well because he has poor eyesight but he was describing seeing the replace the pp batteries screen. No outcome was reported regarding this event. It was later reported on (B)(6) 2016 that the cause pain the day after implant was note that the setting was too high. The patient did not know was cause the sudden return of pain but about a month after the implant, the pain suddenly started and was intense. The steps taken to resolve the return of pain was by lowering the setting by the patient stated that this was an occasional flash of pain that last several minutes, maybe twice a week. It was later reported eighteen days later that patient was feeling stimulation while therapy was on. The patient indicated returned of symptom and shock. The patient stated that "while back it was set too high and he called in and got it adjusted and it turned out the batteries in the controller were dead but put new batteries in and it worked. The patient stated that now "the intervals between going to the bathroom are shorter and shorter just within the last month, since (B)(6) but then sometimes it was ok" ((B)(6) 2016). The patient stated he has been "having electric shocks since (B)(6) but haven¿t had any for the last week". The patient was currently on 0.8 v and doesn¿t want to turn stimulation up because he was having the uncomfortable stimulation before. It was later reported the pain was not at the implant location but it was in the penis and it just stared hurting. The patient believed that setting was too high. After they lowered it down by 1 point the pain decreased. The pain still occurs 2-3 times a week and last about 1 to 2 minutes. The sudden return of pain has not been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no trauma/falls reported that could be related to this issue. The patient experienced "pain, the day after the implant and the pain returned "for about the past week" the patient stated that when he was implanted "they set her at 9 and then the next day they had pain so they lowered it down to 8 and it went away and then all the sudden the pain was back for about the past week. The patient could not see the screen very well because he has poor eyesight but he was describing seeing the replace the pp batteries screen. No outcome was reported regarding this event. It was later reported on 2016-04-01 that the cause pain the day after implant was note that the setting was 7.00 high. The patient did not know was cause the sudden return of pain but about a month after the implant, the pain suddenly started and was intense. The steps taken to resolve the return of pain was by lowering the setting by 1. The patient stated that this was an occasional flash of pain that last several minutes, maybe twice a week. It was later reported eighteen days later that patient was feeling stimulation while therapy was on. The patient indicated returned of symptom and shock. The patient stated that "while back it was set too high and he called in and got it adjusted and it turned out the batteries in the controller were dead but put new batteries in and it worked. The patient stated that now "the intervals between going to the bathroom are shorter and shorter just within the last month, since (B)(6) but then sometimes it was ok" ((B)(6) 2016). The patient stated he has been "having electric shocks since (B)(6) but haven¿t had any for the last week". The patient was currently on 0.8v and doesn¿t want to turn stimulation up because he was having the uncomfortable stimulation before. It was later reported the pain was not at the implant location but it was in the penis and it just stared hurting. The patient believed that setting was 700 high. After they lowered it down by 1 point the pain decreased. The pain still occurs 2-3 times a week and last about 102 minutes. The sudden return of pain has not been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.